Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28mm x 3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross lesion. When the device was removed, the stent strut was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28mm x 3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross lesion. When the device was removed, the stent strut was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system catheter was returned for analysis. An examination of the crimped stent found stent damage. The proximal stent region was found to be flattened and bent. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was 0.0435" this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.